Event description:
Customer reported she was hospitalized due to high blood glucose of 500 mg/dl. Customer's symptoms were: felling horrible, high blood glucose, nausea, and dizziness. Customer was unaware at the time then she realized that the infusion set was not inserted. Customer was wearing the device at the time of the hospitalization. Customer changed infusion set and treated with manual injection due to the high continuing. Customer stated the infusion set did not pierce the skin it was bent over. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.